Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating vascular/medium reload. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The stapling device was being used for the transection of the duodenum. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. The jaws of the device did not lock onto the tissue. In order to resolve the issue and complete the case, another reload was used. There was no patient harm. The patient status is alive, no injury.